Event description:
Info received indicates ground loss light is flashing.

Manufacturer narrative:
The technician said that the power cord was intact and no signs of abuse. The technician replaced the ac power plug to repair the bed.